Event description:
It was reported that this implantable pulse generator was explanted due to an unknown product performance issue. At this time, a new device has not been implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
The returned pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable pulse generator was explanted due to an unknown product performance issue. At this time, a new device has not been implanted. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.